Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve and diaphragmatic stimulation from the left ventricular (lv) lead. The right atrial (ra) lead exhibited oversensing. The right ventricular (rv) lead unstable thresholds and variance in impedance. The lv, ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.